Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a failure of the device to power on was observed. The device was not in patient use. The device's system board was replaced to address the issue.